Event description:
The customer reported the device had an intermittent 12 lead ECG where only a few leads were shown. The device was in use on a patient and there was no adverse event to patient or user.